Manufacturer narrative:
Summary of evaluation: this event is not attributed to the howmedica bone cement but rather to the johnson & johnson allergard synthetic gloves.

Event description:
The pt was latex sensitive and undergoing a "tkr." The doctor and asst were both double-gloved with j&j's allergard gloves. The asst was mixing the bone cement and experienced melting of both pairs of gloves. The gloves melted across the palm and fingertips. The gloves were quickly removed without any consequence for the asst or pt.